Manufacturer narrative:
A test p-cap and reservoir does lock into place inside the reservoir compartment properly. Device passed the displacement test. Device was received with the case cracked behind the device near the battery compartment and broken battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 42 mg/dl. Customer treated for low blood glucose and declined to troubleshooting. Customer also stated that battery cap was damaged, then noticed a crack to the housing and the insulin pump was still functioning. The device will be returned for analysis.